Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was blocked & not functional. The event occurred during surgery. There was a delay of 45 minutes for diagnosis of hand piece and to search for a replacement while the patient was under anesthesia. No additional patient consequences have been reported.

Manufacturer narrative:
This follow up report is being submitted to report additional information (B)(4). On (B)(6) 2018, it was reported that the device was blocked & not functional. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on june 29, 2018 revealed that the calibration was out of specifications. The motor speed was inoperative (0 rpm). The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on june 29, 2018 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, and damaged head. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the motor was inoperative. The cause of the device being blocked and not functioning was due to the inoperative motor. The root cause of the device being blocked and not functioning could not be determined since it is unknown how the damage to the motor occurred. The issue was resolved with the replaced motor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.